Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked near the pneumatic tap. In addition, it was reported the customer received an inaccurate fill estimate after loading the cartridge with 300 units of insulin. Customer's blood glucose level was 100-200 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the reported issues.